Manufacturer narrative:
Report number: mw5070179.

Event description:
New information states that the noise and premature battery depletion were first observed trough remote transmission. Low, out of range, lead impedance was observed on the right atrial and ventricular channel. Patient was instructed to go to emergency room.

Manufacturer narrative:
No conclusion code available; the reported field events of noise and impedance anomaly were confirmed in the laboratory. The device was tested on the bench and an anomalous capacitor was observed. This caused invalid longevity estimation.

Event description:
It was reported that noise was observed on all the channels. Upon review, premature battery depletion was also noted. Patient was asymptomatic and not device dependent. The device was explanted and replaced. No further information was provided.